Event description:
The user facility reports: an air injection occurred while using the acist contrast injection system. Pt was ill immediately following the air injection, but recovered.

Manufacturer narrative:
Further investigation: the acist injection system was taken out of service in 2006 and is being returned to acist for testing. Air injections are usually attributable to user error. The acist injection systems includes proper labeling, as indicated in the user manual, alerting the user that due diligence is required in the use and proper setup of the acist contrast injection system. However, due to lack of info at this time, the MFR is filing this report to comply with the reporting deadline. Add'l info has been requested from the user facility and a supplement report will be submitted upon completion of the device testing and add'l info from the user facility.